Event description:
The customer reported the transducer at the distal end peeled off during installation involving an olympus ultrasonic bronchofibervideoscope. There was no patient injury reported.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.